Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in clinic for an unrelated issue. Upon an attempt to interrogate the implantable cardioverter-defibrillator (ICD), it was found in backup mode and there was a complete loss of telemetry. Also on the electrocardiogram, the device was not pacing. The ICD was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.